Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level. Customer was advised to disconnect the tubing, tighten the t: lock, and perform additional corrective actions, but declined to continue troubleshooting. Customer then changed supplies as necessary and resumed insulin therapy.